Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2367, which occurred on the homechoice (hc) during use while the patient was connected. The baxter technical service representative (tsr) initiated a swap. Therapy was not discontinued prior to completion of two (2) full cycles. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine would arrive. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.